Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. Troubleshooting steps included repositioning the antennae on the patient's chest, using a dry folded washcloth between the antennae and the heart device to create greater distance and verifying that there were no sources of electromagnetic interference. The patient was referred to the clinic to investigate further. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the antenna was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.